Event description:
It was reported that pump displayed an altitude alarm and customer subsequently experienced high blood glucose, with meter reading shown only as ¿high¿ and specific value not provided. Customer administered correction bolus using pump and did not require help from emergency services or other third parties. There was no reported need to replace cartridge, insulin delivery was resumed with original cartridge, and technical support provided guidance on preventing future altitude alarms, which customer understood and acknowledged.